Event description:
It was reported that pump displayed malfunction message, with device history later showing malfunction 12 on prior date, but no further event details or blood glucose information were available. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, it was confirmed that pump powered on, charged, and was recognized by computer, and replacement pump was provided while further inspection was pending; no additional information was received regarding the outcome of the event.